Event description:
On 04/07/2021 oscor received additional information from the customer stating there was no direct malfunction of the sheath, the sheath and guidewire perforated the svc vessel and in nominate junction. Customer also stated the product was discarded.

Manufacturer narrative:
The following sections were updated in follow-up 1. Device used in treatment and not returned for analysis. There was no specific malfunction reported by the user. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. No further follow-up is required. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
During the lead explant procedure the physician used an amplatz super stiff guidewire to retain access. The guidewire and subsequent introducer 11f sheath perforated through the vessel at the superior vena cava (svc) and the innominate junction. The patient, a (B)(6) male had to have a sternotomy to repair the vessel; patient was hospitalized as a result of the event. No further patient complications have been reported as a result of this event; patient outcome alive with injury.